Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 22-apr-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she got pregnant. She bled tremendously as a result of her miscarriage. It was also reported that one of her coils had perforated and migrated through her fallopian tube. All these events are serious due to their medical importance. Only miscarriage is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, since the pregnancy occurred about 3 years after essure insertion, a causal relationship with essure inserts cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to the uterine perforation, the exact date and mechanism were not known. It was reported that emergency room physicians advised her that she would need to undergo a hysterectomy to remove the essure coils but she was unable to afford the procedure. Considering the nature of the event, causal relationship with suspect insert cannot be excluded. After company internal process review this case was classified as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Additional information will be obtained through the normal litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 29-mar-2016 which describes a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer's medical history included parity 6. Shortly after procedure, hsg (hysterolsapingogram) was done and she was advised that her coils were properly placed. It was reported that her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, prolonged menstrual cycles, metal taste in her mouth, loss of libido and weight gain. She never experienced any of these conditions prior procedure. She sought treatment from multiple physicians for her symptoms and has been admitted to the emergency room. In 2013, she was admitted to the emergency room for severe pain. At that time, she discovered she was pregnant, although it was not a viable pregnancy; she suffered and bled tremendously as a result of her miscarriage. In 2014, she went back to the emergency room and underwent an ultrasound which revealed that one of her coils had perforated and migrated through her fallopian tube. Emergency room physicians advised her that she would need to undergo a hysterectomy to remove the essure coils but she was unable to afford the procedure. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she got pregnant. She suffered and bled tremendously as a result of her miscarriage. It was also reported that one of her coils had perforated and migrated through her fallopian tube. All these events are serious due to their medical importance. Only miscarriage is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, about 3 years after essure insertion, she got pregnant. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to the uterine perforation, the exact date and mechanism were not known. It was reported that emergency room physicians advised her that she would need to undergo a hysterectomy to remove the essure coils but she was unable to afford the procedure. Considering the nature of the event, causal relationship with suspect insert cannot be excluded. After company internal process review this case was classified as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnant/pregnancy birth - complication, ectopic'), abortion of ectopic pregnancy ('miscarriage') and fallopian tube perforation ('one of her coils had perforated and migrated through her fallopian tube/migration /perforation fallopian tubes') in an adult female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 6. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) with haemorrhage in pregnancy. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / prolonged menstrual cycle/, menorrhagia (heavy menstrual bleeding),"), dysgeusia ("metal taste in her mouth"), loss of libido ("loss of libido"), pelvic pain ("increasingly severe pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines,"), nausea ("nausea,"), visual impairment ("vision probs") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal discomfort, menorrhagia, dysgeusia, loss of libido, weight increased, pelvic pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract disorder, psychological trauma, bladder disorder, weight decreased, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, visual impairment and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, metorhagia (bleeding b/w periods), general abnormal bleeding, menorrhagia, psych injury, gi conditions, hair loss, dental probs. Hormonal changes, migraines, nausea, vision probs, weight loss discrepancy noted in pregnancy- previously patient experience pregnancy with contraceptive device which captured under this case and in recent f/u pregnancy birth - complication, ectopic is mentioned as per mr, right rube 0 coils , left tube 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were properly placed result: bilateral occlusion. Ultrasound scan - in 2014: results: of her coils had perforated her tube. Lot number: 50512928, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnant/pregnancy birth - complication, ectopic'), abortion of ectopic pregnancy ('miscarriage'), fallopian tube perforation ('one of her coils had perforated and migrated through her fallopian tube/migration /perforation fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 6. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) with haemorrhage in pregnancy. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / prolonged menstrual cycle/, menorrhagia (heavy menstrual bleeding),"), dysgeusia ("metal taste in her mouth"), loss of libido ("loss of libido"), pelvic pain ("increasingly severe pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines,"), nausea ("nausea,"), visual impairment ("vision probs") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal discomfort, menorrhagia, dysgeusia, loss of libido, weight increased, pelvic pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract disorder, psychological trauma, bladder disorder, weight decreased, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, visual impairment and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, metorhagia (bleeding b/w periods), general abnormal bleeding, menorrhagia, psych injury, gi conditions, hair loss, dental probs. Hormonal changes, migraines, nausea, vision probs, weight loss discrepancy noted in pregnancy- previously patient experience pregnancy with contraceptive device which captured under this case and in recent f/u pregnancy birth - complication, ectopic is mentioned diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were properly placed result: bilateral occlusion. Ultrasound scan - in 2014: results: of her coils had perforated her tube. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- new events abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain metorhagia (bleeding b/w periods), general abnormal bleeding, psych injury, bladder problems, urinary problem, gi conditions, hair loss, dental probs. Hormonal changes, migraines, nausea, vision probs, weight loss were added. New reporter were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnant/pregnancy birth - complication, ectopic'), abortion of ectopic pregnancy ('miscarriage') and fallopian tube perforation ('one of her coils had perforated and migrated through her fallopian tube/migration /perforation fallopian tubes') in an adult female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 6. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) with haemorrhage in pregnancy. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / prolonged menstrual cycle/, menorrhagia (heavy menstrual bleeding),"), dysgeusia ("metal taste in her mouth"), loss of libido ("loss of libido"), pelvic pain ("increasingly severe pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract disorder ("urinary problem"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines,"), nausea ("nausea,"), visual impairment ("vision probs") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal discomfort, menorrhagia, dysgeusia, loss of libido, weight increased, pelvic pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract disorder, psychological trauma, bladder disorder, weight decreased, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, visual impairment and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, metorhagia (bleeding b/w periods), general abnormal bleeding, menorrhagia, psych injury, gi conditions, hair loss, dental probs. Hormonal changes, migraines, nausea, vision probs, weight loss discrepancy noted in pregnancy- previously patient experience pregnancy with contraceptive device which captured under this case and in recent f/u pregnancy birth - complication, ectopic is mentioned as per mr, right rube 0 coils , left tube 1 coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were properly placed result: bilateral occlusion. Ultrasound scan - in 2014: results: of her coils had perforated her tube. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information and lot number was added. Rcc was updated. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.